Event description:
While testing the micro sagittal saw during routine servicing it ran while in safe mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the sockets were corroded and the rotor was damaged.